Event description:
It was reported that a spectrum pump interrupted therapy when it started to alarm with an unknown system error. This allegedly occurred in the ICU on a patient receiving a levophed infusion to maintain hemodynamic stability. The interruption caused the patient's blood pressure to drop an alleged 15-20mmhg systolically. The levophed infusion was restarted and titrated to restore hemodynamic stability.

Manufacturer narrative:
(B)(4). Baxter has received and evaluated this device. Review of the device event history log on the reported date of the event, shows that the only system error that the device alarmed for was system error 322 which occurred one time. Additionally, the device alarmed for system error 322 during testing. The device was found out of specification in relation to the reported system error 322 and the software was upgraded to correct this issue per the approved remedial action activities. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. Manufacturer report no. 1314492-2015-03298, 1314492-2015-03299 and 1314492-2015-03300 are related to the same event.